Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that she recently went to the emergency room due to a blood glucose level over 600 mg/dl. The customer stated that she initially treated with the insulin pump, but her blood glucose level did not come down, causing her to seek medical attention. Customer reported being dizzy and having head and body aches. During troubleshooting, the customer stated that large air bubbles were present in the reservoir. The customer also reported that the cannula was bent. The customer was advised to monitor the device. The insulin pump was not replaced or returned for analysis.